Manufacturer narrative:
A4-a6:unk. B3: unk. D4 (experiation date); unk no serial number reported. D6a: unk. H4 (device manufacturing date): no serial number reported. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced high vault and angle closure. Reportedly, "we have not removed the icls. We have determined that the most likely reason her iop is high in her one eye is due to her migraine medication she has been taking. Her high vault in both eyes is likely to be caused by this medication as well. She has stopped this medication." Additional information was requested. No further information is available at this time.this file will be re-opened if additional information is provided. There are multiple medical device reports associated with this patient.this report is1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency.